Manufacturer narrative:
Weight: unknown, ethinicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -04.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in vial in liquid. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim #(B)(4).